Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebx1158 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported via medwatch "during lab draw at 0440, a lot of gas came out of the purple lumen with sluggish of blood return. The line was clamped. Md was ok to continue to use the white lumen for infusion. At 0645, white lumen was found leaking blood by rn. The line was clamped, charge nurse and daytime md notified. Two pivs were started for pt. PICC line was removed by md and hospitalist team at 0715." No other information was provided.